Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/22/2020. Investigation summary : it was reported pull off - suture needle. One unused open sample of product code v316, lot pmbbqsq0 was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. One open sample of product code v316, lot pmbbqsq0 was received for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and no suture remnant was noted; however, slightly marks were noted on the body of the needle. The suture piece was examined, and the insertion end was observed to be as expected. The force used to detach needle from the suture could not be determined the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/30/2020. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. The only consequence was the procedure delay of 10 minutes.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lap colon on (B)(6) 2020 and suture was used. During the procedure, the surgeon used a suture for hemostasis. After the first knot, in tightening the second, there was an accidental detachment of the needle from the thread. A different type suture was used to complete the procedure with no adverse patient consequences. The surgery was delayed 10 minutes. Additional information has been requested.